Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter which experienced noise on all signals. It was also reported the physician did have at least one (1) ECG signal available to monitor patient heart rhythm. As such, this initial event has been assessed as not MDR reportable since the risk to the patient is low. The biosense webster inc¿s failure analysis lab (fal) received the device for evaluation and initial visual analysis identified, ¿ring #1 damaged, sharp lifted up exposing lead wire exposed.¿ this issue has been assessed as an MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. The device was inspected and the ring #1 was found damage, sharp and lifted exposing a lead wire, also, the peek housing transition was found cracked with no internal parts exposed, reddish material was found inside the pebax. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A deflection test was performed, and the catheter failed. A failure analysis was performed, and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. Additionally, on 12/17/2018, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage on the surface of the ring and a sharp edge, also mechanical damage and a hole on pebax was found. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A hole on the pebax is considered a reportable malfunction, as such the awareness of this malfunction is (B)(6)2018. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the t bar slippage cannot be determined, however, an internal corrective action has been opened to investigate the issue of the t bar sliding down. The root cause of the damage on the tip cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30026769l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter which experienced noise on all signals. It was reported that half way into the procedure, the carto 3 and recording system displayed noise on all signals (ic proximal and distal poles), along with the bs ECG (12 lead) signals. The physician opted to continue despite the ECG - bs and ic - signal issues seen. It was also reported the physician did have at least one (1) ECG signal available to monitor patient heart rhythm. As such, this initial event has been assessed as not MDR reportable since the risk to the patient is low. On 11/06/2018, the biosense webster inc¿s failure analysis lab (fal) received the device for evaluation and initial visual analysis identified, ¿ring #1 damaged, sharp lifted up exposing lead wire exposed.¿ this issue has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable,however, bwi became aware of a reportable malfunction on 11/06/2018 and have reassessed the event as reportable.